Event description:
Swan ganz balloon catheter noted with back blood flow after trying to wedge but unable to wedge, catheter clamped, pa pressure unchanged, vs unchanged, no untoward reaction noted from the pt. Dr. Made aware and said to keep the swan in and keep the balloon port clamped.